Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in the emergency room due to an inappropriate shock delivered by the right ventricular lead. The electrocardiograms were deleted due to another episode so the patient was interrogated. High voltage and right ventricular impedance was unable to be measured. The lead also had non-sustained ventricular over-sensing resulting in noise. Intervention discussed but not reported. The patient was stable.